Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera foot pedal on surgeon side console (ssc) fell. The surgeon indicated that it was a dangerous situation, because he thought that he was moving the camera instead of the instruments. There was no injury due to that issue. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the pedal cap had come loose due to one of the two pins was loose. This caused the pedal to fall off. The system was checked before the procedure with no issue noted. The surgery was completed by the ssc change.

Manufacturer narrative:
Based on the claim against the product by the customer noting surgeon side console (ssc) camera pedal fell off issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the camera pedal. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint regarding the camera pedal fell off was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the ssc camera pedal fell off after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.